Manufacturer narrative:
The manufacturing lot review confirmed all devices met specifications prior to release. The devices were not returned as they remain implanted, and therefore no sample evaluation was completed. A clinical evaluation of the reported event could not be completed due to a lack of receipt of relevant medical records and/or imaging; several requests were made and no response was received. As such, the event determination, off-label conditions, related patient harms, and patient disposition could not be assessed with medical records/ images. The final patient status was not reported. No additional investigation of this reported event is planned; however, if additional information pertinent to the incident is obtained, a follow-up report will be submitted. Endologix will continue to monitor this complaint and similar complaints in the event further investigation is needed. Device iteration is afx2. Corrections to h6: h6 result code; remove 3233 h6 conclusion code; remove 11.

Manufacturer narrative:
The device involved in this event will not be returned for evaluation as it remains implanted in the patient. Patient medical records and imaging studies will be requested for further evaluation by the clinical specialist. If additional information pertinent to the incident is obtained, a follow-up report will be submitted. Device iteration is afx2. Device remains implanted.

Event description:
The patient was initially implanted with a bifurcated stent graft, an infrarenal stent graft extension and a limb stent graft extension to treat an abdominal aortic aneurysm (aaa). Approximately 10 months post initial procedure, (exact date was not provided) a type 3b endoleak was reported. No further information was provided. As of the date of this report, there have been no additional patient sequelae reported.